Event description:
The pt reports she developed a greenish discharge in both eyes while wearing a pair of biofinity contacts. The pt went to the hospital where she was diagnosed with an infection in both eyes. She was given prescription eye drops (name unk) and told to follow up with her ecp, who she has not seen as of to date. The pt is not wearing her contacts currently. Follow up with the ecp notes they do not have the pt on file. This is being filed as an unconfirmed eye infection.

Manufacturer narrative:
This is being filed as an unconfirmed eye infection. Method: a review of the complaint history record for this product did not establish any conclusive evidence that the device could have caused or contributed to the event. Results: there is no direct causal relationship established between the medical device and the incident the pt complains of. Conclusions: no conclusions can be drawn. Should further information be provided that would change this conclusion, an update to this report will be provided within one month of receipt of the additional information.